Event description:
It was reported that the customer experienced issues with occlusions on their pump. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and additional information was not obtained.